Event description:
It was reported by customer that during insertion the catheter broke down inside the patient's arm. Additional information received on (B)(6) 2026: it broke into 2 pieces. A piece of wire was retained in the soft tissue of the medial aspect of the patient's right upper arm. The wire was left in place as surgical removal posed too high of a risk for the patient. Both x-ray and ultrasound were used to evaluate the location of the wire. A peripheral IV was established for the patient. This patient was very ill with multiple co-morbidities. After the failed PICC insertion, she chose to explore palliative care options. She expired on (B)(6) 2026.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.